Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired within hours after use of the product on (B)(6) 2004.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR reports: 1225714-2014-01895 and 1225714-2014-01896.

Manufacturer narrative:
Additional information has been requested and upon receipt will be submitted accordingly. This is one of two device reports for this event associated mfg report numbers are 1225714-2014-01895 and 1225714-2014-01896.

Event description:
Additional information was received, the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death.